Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: migration of the inferior vena cava (ivc) filter and deep vein thrombosis (dvt)/ pulmonary embolism (pe). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. According to the information received in the patient profile from (ppf), the patient became aware of the events nine years and nine months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter embedded in wall of the ivc, and migration. The patient also reports pain in the chest sometimes. The following additional information received per the medical records state that the patient has a history of bilateral renal vein thrombosis extending into the suprarenal ivc and recurrent pulmonary embolism. During the implant procedure, the right internal jugular vein was accessed with a micropuncture and a guidewire was inserted. The ivc filter was deployed in the suprarenal cava in good vertical position. The patient tolerated the procedure well. A CT exam of the abdomen was performed approximately nine years post implantation. The filter was noted to be high in position. Several of the limbs deform the lateral wall of the ivc. No perforation was identified. There was no evidence of contact with the aorta. The apex of the filter was noted to be projecting to the level of the intrahepatic ivc.

Manufacturer narrative:
The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently migrated and the patient experienced deep vein thrombosis (dvt)/ pulmonary embolism (pe). The patient reports becoming aware of the events nine years and nine months post implant and also experiences chest pain on occasion. The indication for the filter implant was bilateral renal vein thrombosis extending into the suprarenal ivc and recurrent pulmonary embolism. The filter was placed via the right internal jugular vein and deployed in the suprarenal inferior vena cava (ivc) in good vertical position. The patient tolerated the procedure well. A computed tomography scan of the abdomen was performed approximately nine years post implant and noted the filter to be high in position with several of the limbs deforming the lateral wall of the ivc. No perforation was identified. There was no evidence of contact with the aorta. The apex of the filter was noted to be projecting to the level of the intrahepatic ivc. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review, the reported filter migration could not be confirmed or further clarified. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. This event does not represent a malfunction of the device. Recurrent pe is a known potential complication of filter implantation and is listed in the IFU as such. There are possible patient and pharmacological factors that may have contributed to the reported events. Chest pain does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the limited information available for review, to suggest that there is a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog and lot numbers are unknown. The exact event date is not known. As reported, the patient underwent placement of the optease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: migration of the inferior vena cava (ivc) filter and deep vein thrombosis (dvt)/ pulmonary embolism (pe). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter migration could not be confirmed and the exact cause could not be determined. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. This event does not represent a malfunction of the device. Recurrent pe is a known potential complication of filter implantation and is listed in the IFU as such. There are possible patient and pharmacological factors that may have contributed to the reported events. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: migration of the inferior vena cava (ivc) filter and deep vein thrombosis (dvt)/ pulmonary embolism (pe). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.